Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. It was noted that the patient lost the feeling of stimulation on his right side and that there was stimulation in the wrong location. It was further noted that the patient was feeling stimulation on their left side above the incision line when the stimulation should be below the incision line. This reportedly occurred following implant. It was further reported that stimulation on the left side began gradually ¿creeping¿ up above the pain site. The right side reportedly no longer had stimulation as of 1-2 weeks prior to the report. It was noted that if the patient turns stimulation up high on the right, it transfers to the left side, which makes stimulation more intense but does not cover the pain areas. It was also noted that the patient status was fair. The patient reportedly had seen his health care provider (hcp), but did not have any reprogramming done as the hcp was not familiar with the device. It was noted that no falls, trauma, or other known causes were reported. A manufacturer¿s representative was reportedly contacted and a reprogramming was scheduled. It was also reported the battery got warm during the patient's first recharge. It was later reported that the patient was unable to make their appointment and the reprogramming was reschedule along with an x-ray to be done before the patient¿s next appointment. Additional information stated the patient was reprogrammed and impedance measurements were reported as ¿all were good.¿ no malfunctions reported to have been seen and there was no cause of the issue determined. It was reported no interventions were taken. It was also stated the patient was getting pain relief on one side of their body, but not on the other side.

Manufacturer narrative:
Product event summary: a good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because patient reported losing stimulation on his right side and a burning sensation during recharge, but follow ups with rep accomplished reprogramming and diagnostics, but no root cause was found for the loss of stimulation on right side. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).